Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer used the cartridge for 7 days. Caller successfully changed cartridge and resumed insulin therapy. Customer's blood glucose was 200 mg/dl.